Event description:
It was reported that during follow-up, the atrial lead exhibited noise. The noise could not be replicated. The patient had a history of low, out of range, atrial impedance. A follow-up visit was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.